Event description:
After undraping of knee s/p arthroscopic surgery - part of egress needle was noted to be missing - scope reinserted into knee but needle not found in joint - needle found in subcutaneous tissures medially - incision made & fragment removed.